Event description:
It was reported that on (B)(6) 2007 the patient underwent a stenting procedure in the distal left anterior descending artery (lad) with two overlapping xience v 2.5 x 8 mm stents, in the proximal lad with one xience v 3.0 x 18 mm stent and in the right coronary artery with one xience v 2.5 x 28 mm stent and one 3.0 x 18 mm stent. On (B)(6) 2011, the patient was hospitalized with stable angina and underwent ischemia driven percutaneous coronary revascularization with balloon angioplasty and placement of xience v stents in the proximal and mid lad for greater than or equal to 70% but less than 100% restenosis. The patient's condition resolved on (B)(6) 2011 and the patient was discharged. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina, ischemia and stenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture or design.